Manufacturer narrative:
It was reported that 2 of the 4 iceforce needles had ithaw malfunctions; however, it was not specified which two. Therefore, the insufficient heating device code has been applied to batches 29784381, 29933256, 29734572, and 30125796.

Event description:
It was reported that there was frost on the needle shafts causing first degree burns. Four iceforce 2.1 cx 90 degree needles were selected for a cryoablation procedure to treat a rectal mass. During the initial freeze, the second probe had an ithaw malfunction. Then, during the second freeze, all four of the iceforce needles experienced insulation failures and frost appeared on the shafts. At this point, the third probe also had an ithaw malfunction. It was attempted to switch the gas tanks. Warm saline and saline bags were applied to protect the patient skin. First degree burns were still evident despite these efforts. Probes 2 and 3 were passively thawed while probes 1 and 4 were actively thawed, and all four probes were removed. The procedure was successfully completed, though it was cut a little short. The patient frost bite was treated with a triple antibiotic after the procedure. The patient was stable.